Manufacturer narrative:
This report is submitted on 24 sep 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device and subsequently underwent revision surgery to replace the magnet.